Event description:
It was initially reported to boston scientific corporation that atrapezoid rx lithotripter compatible basket was to be used during a procedure. According to the complainant, during preparation for the procedure, the device failed to fully open while testing it outside the patient. No device damage was noted or reported. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. This event has been deemed a reportable event based on the investigation results; side-car push-back.

Event description:
Caller reported aviva system blood glucose results of 120 mg/dl and 230 mg/dl within 5 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.